Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the non-reported lot number mentioned by the customer was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety shielded IV catheter top port after injecting cephazlin. The following information was provided by the initial reporter: "the venflon pro safety was situated in the forearm of the patient. At the start of the anaesthetic induction the specialist anaesthetist injected the antibiotic (cephazlin) via a 10 ml bd luer lok syringe thru the top port of the venflon. He then removed the syringe and blood poured out the top port. He instantly closed off the port and inserted another IV cannula (bd insyte)."